Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202009141, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was only that ¿broke when trying to remove uterus.¿ it is noted to have occurred during surgery and there was no impact or injury to the patient. Additional clarification received notes issue occurred during robotic hysterectomy. The green cup and balloon with white band (cuff) came off the end of the vcare shaft while removing the uterus. Blue cup did not detach. Nothing broke apart, they green cup, balloon & cuff just slid off the shaft of the vcare. Retrieved the pieces with a grasper. Procedure was completed with slight delay to retrieve the green cup and balloon. No injury to patient. The green cervical cup was not sutured in place when the issue occurred. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as it noted the vcare components detached during surgery but all pieces were removed.

Manufacturer narrative:
Investigation of the reported complaint is confirmed. The device will not be returned for evaluation however photographic evidence was provided that confirmed the reported problem. The manufacturing documents from the device history record have been reviewed and found a nonconformance but it is not related to the failure mode. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 103 complaints, regarding 145 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures, pilot balloon will not feel firm when squeezed between fingers. If intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare &replace it with new vcare. IFU gives specific direction as to carefully removing the vcare after use. Upon removing, the surgeon should visually inspect the vcare & patient to make sure the entire device was properly removed & no components were retained in patient. For safe removal of the device from patient, follow instructions. The cup locking mechanism must be locked at all times when using. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202009141, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was only that ¿broke when trying to remove uterus.¿ it is noted to have occurred during surgery and there was no impact or injury to the patient. Additional clarification received notes issue occurred during robotic hysterectomy. The green cup and balloon with white band (cuff) came off the end of the vcare shaft while removing the uterus. Blue cup did not detach. Nothing broke apart, they green cup, balloon & cuff just slid off the shaft of the vcare. Retrieved the pieces with a grasper. Procedure was completed with slight delay to retrieve the green cup and balloon. No injury to patient. The green cervical cup was not sutured in place when the issue occurred. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as it noted the vcare components detached during surgery but all pieces were removed.